Event description:
It was reported that the customer experienced a malfunction on their pump. There was no reported impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which they acknowledged and understood.